Event description:
It was reported that a user experienced a pairing failure when attempting to connect a dexcom g7 sensor, verified with code 8527 via the dexcom g7 mobile app, to an ilet bionic pancreas; troubleshooting and education were provided, and no alerts or alarms occurred. Symptoms included no reported clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included guided troubleshooting and verification of the sensor code within the dexcom g7 application. Investigation of this case revealed a pairing failure limited to the ilet interface while the dexcom g7 functioned as verified in its native app, indicating a communication or connectivity issue rather than a sensor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity factors consistent with pairing configuration or process issues.